Event description:
It was reported the patient presented to the hospital for an rv lead revision due to low, out of range pacing lead impedance. The lead was capped and replaced. The procedure was completed without complications.